Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event cannot be concluded.

Event description:
The atrial sensing value was lower than previously noted. No action was taken and the patient's condition is good.